Event description:
On (B)(6) 2011, pt reported having a crimped infusion set cannula. Pt inserts the infusion sets manually. Pt reported her blood glucose went up to 385 mg/dl. Pt's target blood glucose is 80-120 mg/dl. Pt stated she did not know how long after insertion she noticed the issue. Pt reported when she removed the infusion set from her skin, she noticed the infusion set cannula was crimped. Pt stated the issue has occurred 6 times. Pt reported she sometimes treated her elevated blood glucose with the infusion device and other times with injection. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.